Event description:
It was reported the patient presented in clinic for follow up. High capture threshold was noted on the patient's right ventricular (rv) lead. A micro dislodgement was suspected. The physician elected to explant and replace the rv lead. The patient condition was stable before, during and after the procedure.